Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's shoulder bag, including the pocket controller, was getting extremely hot. The site also reported that the patient often leaves their shoulder bag unzipped to allow heat to dissipate. The alleged device has been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack, lot 142153, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed functional testing and visual inspection. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.